Manufacturer narrative:
The field service engineer found a solenoid valve was not closing fully and the sipper nozzle flow path was leaking. He replaced the valve and sipper nozzle, performed system decontamination, and inspected the valve system. He performed ise checks and precision testing that met specifications. The customer performed calibration and qc with results meeting specifications. The analyzer alarm trace contains an abnormal sample aspiration error. This is an indicator of possible poor sample quality. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of questionable ise indirect gen sodium results from the cobas 8000 analyzer. Sample 1 initial result was 133.88 mmol/l and the repeat result was 142.76 mmol/l. Sample 2 initial result was 129.57 mmol/l and the repeat result was 141.21 mmol/l. Sample 3 initial result was 134.65 mmol/l and the repeat result was 140.59 mmol/l. Sample 4 initial result was 129.47 mmol/l and the repeat result was 138.23 mmol/l. Sample 5 initial result was 131.16 mmol/l and the repeat result was 140.52 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot number was y00 with an expiration date of 16-mar-2023.